Event description:
It was reported that the tubing of a flow regulator set was deformed. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Phone number - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was visually inspected and the reported condition was verified. The tubing was observed to be sealed by the packaging machine during the manufacturing process. A CAPA was opened to investigate the cause of the issue. Additional awareness training was provided to the machine operators who load the tubing. Also, additional mechanical improvements have been made to improve the tubing detection process. Should additional relevant information become available, a supplemental report will be submitted.